Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark navy blue) and the main body (light blue) of the twist clamp on a minicap extended life pd transfer set; further described as ¿the dark navy blue was pulling away/unscrewing from the transfer set and the tubing was coming out¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.